Event description:
New information received notes the patient was brought into clinic. Oversensing was observed. The noise was reproducible but impedance was stable. The auto capture had been out of range. No programming changes were made and no intervention was planned. The patient did not experience any adverse conditions at any point during the event.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. Additional testing was recommended. No patient consequences were reported.